Manufacturer narrative:
This report is submitted on march 23, 2017.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2017, due to poor magnet retention. The implanted device remains.